Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received decontaminated, without their original packaging and inside of plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The visual inspection did not detect any kinks, damage or any discrepancies that would affect the performance of the sample. During the functional testing, water could pass through without problem, no discrepancies were detected when the pump was put into operation, no alarm was activated; thus, the failure mode is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested was successfully passed.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, the line could not be vented. No patient consequences were reported. No adverse effects were reported.